Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram to verify that the access site is in the common femoral artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No femoral angiogram was taken to verify the location of the puncture site. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the rail suture end was cut with the device cutter and the suture knot was properly formed with dried blood present. This is consistent with successful needle deployment and suture retrieval. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that a femoral angiogram was not performed. The proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.